Event description:
The pump was returned for investigation. During evaluation, the up arrow, down arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple presses to elicit a response. The keypad was removed and there was evidence of contamination found around all button contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the up arrow, down arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple presses to elicit a response; the ok keypad button responded appropriately. The keypad was found to be fully intact; no damage was observed. During evaluation, the keypad was removed and there was evidence of contamination found around all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.